Manufacturer narrative:
Upon receipt the device was interrogated with a programmer and it was in backup vvi mode due to power on reset (por) with high voltage (hv) therapy disabled. The device was cut open for further analysis. Visual inspection of the 5 pin battery and hv capacitor connector revealed fractured solder joints. The cause of the por reset was a broken solder joint on the 5 pin battery connector. Device longevity was normal based on default usage parameters.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.